Event description:
It was reported during a da vinci surgical procedure, that the scissors were dull on the monopolar curved scissors instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument was placed on an in-house is3000 system for latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex got snagged at the scissor tips. The blade edges were not damaged, but edges did exhibit wear at the tips which was negatively affecting cut performance. Electrical continuity passed. Additional findings during failure analysis found the instrument tube extension had pad printing removed. The tube extension had various scratches with light pad printing removed. Failure analysis concluded pad printing damage is likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; pad printing damage if to recur could cause or contribute to an adverse event.